Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs), alleging that her one touch ultra 2 meter displayed the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient claimed that the apply sample product issue first started three days prior, at approximately 4:00 pm. Information was not provided as to when the patient was last able to test her blood glucose level. The patient said she decreased her dose of insulin as a result of the product issue. Forty-eight hours after the alleged product issue, the patient claimed she was thirsty and nauseated. The patient claimed she treated herself with insulin; the dose taken was not clear. The cca reviewed correct testing technique with the patient and confirmed that the sample drew into the test area. The issue was not resolved with a new vial of test strips. The patient's products were replaced. This complaint is reported because, the patient alleges that the lfs meter displayed the apply sample message and afterward she was thirsty and nauseated. The patient's alleged symptoms can be typical of hyperglycemia.